Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6)2016. Approximately 6 years and 8 months after the initial procedure the patient had a right hip revision on (B)(6)2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Investigation results - there is no specific connexion gxl device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available. Corrections: d1 connexion gxl. D2a lzo. D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented . D4 cat # unk.